Event description:
Customer reported the insulin pump turned off twice and without warning. Customer blood glucose was 700 mg/dl. When customer put in a new battery the device alarmed failed battery test. Customer stated the batteries were not lasting long and had to change them twice in a week. Customer took shoots once she was in the hospital she was put on the insulin drip. Customer symptoms were vomiting, high keytones, and she was not feeling well. Customer did not feel well to troubleshoot the device. Customer did not recall any events that may have lead to the emergency room. Customer was released then hospitalized again on (B)(6) 2014. Customer declined troubleshooting device will be replaced for off no power. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See see manufacture report number 2032227-2014-50425.